Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Race: caucasian. Admitting diagnosis: infant, respiratory distress. Weight: unknown.

Event description:
It was reported that once the IV infusion pump was programmed to infuse dextrose 10% in water with normal saline 250ml at 12ml/hr through primary tubing with attached filter line, the device produced an alarm, "occlusion - patient side." The IV tubing was checked, no occlusions were found, and the device was restarted. Upon restart, the nurse noticed that the device showed a change of infusion rate to 13ml/hr without any intervention. This was noticed by the rn and the infusion was immediately stopped. The order was double checked and the infusion was restarted at the correct rate. The user believes that the patient did not receive any fluid at incorrect rate. The infusion was programmed utilizing the electronic medical record's (emr) interoperability feature with the IV infusion pump. There was no patient harm.

Event description:
It was reported that once the IV infusion pump was programmed to infuse dextrose 10% in water with normal saline 250ml at 12ml/hr through primary tubing with attached filter line, the device produced an alarm, "occlusion - patient side". The IV tubing was checked, no occlusions were found, and the device was restarted. Upon restart, the nurse noticed that the device showed a change of infusion rate to 13ml/hr without any intervention. This was noticed by the rn and the infusion was immediately stopped. The order was double checked and the infusion was restarted at the correct rate. The user believes that the patient did not receive any fluid at the incorrect rate. The infusion was programmed utilizing the electronic medical record's (emr) interoperability feature with the IV infusion pump. There was no patient harm.

Manufacturer narrative:
The customer¿s experience of a pump that had an unintended rate change was confirmed in the pcu event log. Functional testing performed found the pump module to be delivering fluid within specification. The pcu event log shows the ¿unintended¿ rate change was a result of the user selecting the ¿up¿ arrow key, which increased the rate from 12ml/hr to 13ml/hr. The increase of the rate parameter can occur when a device is selected prior to registering up arrow key presses since rate is the default selection after a device is selected. All other parameters (vtbi, dose) must be selected first in order for the parameter to increase. Also, even though a parameter was increased unintentionally, the user still must confirm and start the infusion with the increased parameter before the increase takes effect and therefore the device will not spontaneously infuse at a higher parameter (in this case rate) on its own. The root cause of the pump that had an unintended rate change was due to user programming (up arrow).